Event description:
It was reported to philips that the wireless foot switch was not connecting with the system. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) went onsite and confirmed that the wireless base station was not working. The fse replaced and returned the wireless base station (wbs) to philips for further analysis. The analysis confirmed malfunction with the base station, and it was found that the wbs does not respond when the reset button is pressed and held. The green power led stays lit, but both the yellow rf communication led and the error led are unresponsive. As a result, the wbs cannot connect to the wfs(wireless foot switch). After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.